Manufacturer narrative:
Product event summary: the 2af283 balloon catheter of lot number 23871 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). During functional testing, the console terminated the application and triggered system notice # 50005 indicating that the safety system detected fluid in the catheter and stopped the injection. Unable to insert mapping catheter into balloon catheter (compatibility issue), dissection and further inspection identified a guide wire lumen kink inside balloon segment. Due to this issue, an insertion difficulty was confirmed. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed inches proximal to the catheter tip. In conclusion, the balloon catheter failed the return product inspection due to a guidewire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was opened and the transparent protective sheath of the balloon was half covered on the surface of the balloon. The balloon catheter was blocked and the mapping catheter electrode could not pass through the balloon catheter. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.